Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility¿s biomedical technician (BMT) reported to Fresenius Technical Support that a Fresenius 5008X hemodialysis (HD) machine experienced an ultra-filtration (UF) pump error and displayed a ¿Device Not Calibrated¿ error message #3344 during standby. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. A Fresenius Field Service Technician (FST) was called onsite and found that the UF pump was not calibrated and the actuator board was damaged. The FST replaced the LP1141 actuator board and the UF pump. The UF pump was programmed and tested. Machine functional tests were completed and passed onsite after repair. Upon follow up, the BMT said that the actuator board was burnt. The actuator board was the original Fresenius part on the machine. The BMT reported that there was no melting, burning smell, smoke, spark, flame, or arcing observed. The BMT reported that the machine has not had any past problems with failing the electrical leakage test. Damage was also seen on the UF pump. The machine has approximately 1,153 hours and is plugged into a hospital grade ground-fault circuit interrupter (GFCI) outlet. The actuator board is not available to be returned to the manufacturer for physical evaluation.